Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent loss of capture and had dislodged with no slack on x-ray. It was attempted to be revised but was kinked and the physician decided to use a new lead. The right atrial (ra)lead was damaged during the procedure. It was noted that the patient was occluded and experienced pauses. The leads were explanted and replaced on the patient's right side. No further patient complications have been reported as a result of this event.